Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The c83, c82, 4 71, mb1 and c71 errors were logged on the system. Visual inspection found no issues related to the reported event. However, yellowing/discoloration of front bezel was noted. The iesu was tested on the system. All operations were successful via all ports. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated c-83 errors on the erbe unit. Power cycling the erbe cleared the error, but it returned approximately one hour later. The tse advised swapping in the available vision tower from the other system or keeping it on standby for use if the issue recurs. Intuitive followed up and obtained additional information. The issue was reported to dvstat. The case was moved to the other room.